Manufacturer narrative:
System analysis/service repair on january 09, 2015: the reported ¿errors 640, 641¿ were confirmed. The errors indicated low water level and chiller s/n not set. Half liter of sterile water was filled; chiller s/n was set and chiller leak was observed at metal to plastic connection. The leak was secured however the system did not turn on. The chiller s/n (B)(4) was replaced with chiller s/n (B)(4). The system was tested and verified to meet manufacturer¿s specifications. The chiller s/n (B)(4) was returned to ams and evaluated on january 21, 2015. The evaluation of the chiller confirmed p2 connector not fully connected. The loose p2 connector was reinstalled and tested. Ground cable was needed. The chiller was sent to manufacturer for retest. Supplier repair on march 30, 2015: upgraded chiller with new controller and ground wire. The filters and missing standoff, chassis's were replaced.

Event description:
It was reported that during a procedure errors were displayed. The procedure was completed using "gyrus" an alternate method. Patient outcome "ok" reported.